Manufacturer narrative:
D10: 02-010-01-0220 - logic femoral ps cem left sz 2. 02-012-35-2011 - logic tibia ps mod insrt sz 2 11mm. 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. 200-02-35 - three peg patella 35mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, it was reported that the patient experienced a fall down a full flight of stairs which caused a pre-tibial laceration. As a result, the patient received stitches and was hospitalized for 5 hours. No further patient impact reported. No further information available.